Manufacturer narrative:
Siemens has completed the final technical assessment of the data files provided by the customer for rp 500 s/n (B)(4). The conclusion does not indicate any sodium sensor functionality or performance issues around the time of the alleged discordant result. On the day of the event, there were no d2 sodium drifts, no d39 obstruction errors, no fluidic errors, there were no "sodium sensor interferent detected' messages and wash quality was in the expected range. The data suggests that the specimen in question may have become contaminated by salt drawn in from around the sample port/luer area, which may have contributed to the discordant result. The measurement cartridge was requested but was not available to be returned for evaluation so a definitive root cause for the elevated sodium result is unknown.

Manufacturer narrative:
A preliminary technical assessment of the data logs provided by the customer for the rp 500 s/n (B)(4), shows that the system was relatively stable with the high sample rate and the wash quality measure (wqm) was in the expected range. The measurement cartridge has been requested to be returned for internal review. The clinical impact assessment of this complaint concluded that the potential for injury resulting from the test result (1 of 10) is negligible. This patient was monitored serially and all sodium results are consistent with mild to moderate hypernatremia. Based on available information, there is no indication of a product malfunction. There is no indication that the result caused delayed treatment, withheld treatment or negatively impacted the treatment process. The cause or date of death is unknown (not provided by the customer) and there is no indication that the questioned result caused or could have caused or contributed to the death. This MDR is filed in abundance of caution due information from the customer stating that the patient is deceased.

Event description:
The customer stated that a review of patient results found an ICU case which reported a sodium result on the rp 500 s/n (B)(4) which indicates 1 of 10 tests performed on (B)(6) 2019 did not match the sodium results from a non-siemens lab analyzer and another rp 500 s/n (B)(4). One sodium result of 163 mmol/l was questioned as inconsistent with other samples (same day and different days) around 150 mmol/l. Safety data information from the complaint states that the initial results were reported to the physician and the physician did not question the results. The complainant also stated that there was no alleged harm to the user or patient due to this result/device, and that this test result did not cause a delayed or withheld treatment. The customer indicated that the patient is deceased.